Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on blue screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application failed to launch after an improper shutdown. The technical support specialist (tss) used the article named "the med es application error "dispensing.ui.win has stopped working" for troubleshooting, which revealed that the dependencies extensible markup language configuration file was pointing to an incorrect path. The startup folder shortcut was updated, and the medstation application began launching automatically. The tss also found that the battery voltage was low in the hardware test application. The field service engineer replaced the battery. The tss confirmed that no further issues were reported. The system functioned as intended after the technical support specialist and field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on blue screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.